Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several episodes of noise and oversensing. With one episode leading to inappropriate shock. It is suspected that this was due to air entrapment in the header. Troubleshooting was performed and a follow up was scheduled for further evaluation. This system remains in service. No further adverse patient effects were reported.